Manufacturer narrative:
H6. Investigation summary: this complaint is for misidentification of escherichia coli as citrobacter freundii when using phoenix panel nmic/ID-307 (catalog # 449289) batch # 3213048. The customer returned isolates but did not return phoenix generated lab reports or panels for the investigation. The returned isolate was verified as e. Coli with bruker maldi biotyper. To investigate, two retention panels of the complaint batch were tested using customer returned isolate e. Coli 2 on a phoenix m50 machine and evaluated for identification results. In addition, one control panel from the same material but different batch were inoculated with customer returned isolate e. Coli 2 on a phoenix m50 and evaluated for identification results. All three panels identified the isolate as e. Coli , therefore, this complaint is not confirmed for misidentification. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. A review of complaints revealed two additional complaints on complaint batch 3213048, two of which are related to this defect and unconfirmed. Complaint trending was performed, and no trends were identified associated with this defect.

Event description:
It was reported when using the panel phoenix nmic/ID-307 a patient isolate was misidentified as e. Coli the corrected result being c. Freundii. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the panel phoenix nmic/ID-307 a patient isolate was misidentified as e. Coli the corrected result being c. Freundii. No health impact or consequence reported.